Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when resecting the stomach on a laparoscopic distal gastrectomy, the surgeon was able to press the green button but unable to squeeze the handle and the reload stopped. They used another stapler to complete the case. There was no patient injury.